Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 5. The warning occurred several times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was unable to determine the source of the leak. Multiple attempts were made to gather missing details, but no data was provided. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 5. The warning occurred several times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was unable to determine the source of the leak. Multiple attempts were made to gather missing details, but no data was provided. The cycler is not available to return.